Manufacturer narrative:
The field service engineer (fse) observed the probe section of the blood sampling valve (bsv) was leaking and pinch valve pv42 tubing was not properly inserted into the pinch valve. The fse reseated the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately one milliliter of clear blood fluid leaked below the aspiration needle and conductivity was elevated and out of specification during quality control (qc) analysis, involving the coulter hmx hematology analyzer with autoloader. The fluid was contained within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated as the event occurred during quality control analysis. There was no patient consequence. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.